Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
Reference MFR. Report # 3006705815-2019-00880. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were repositioned.